Event description:
It was reported that the asymptomatic patient presented remotely and in clinic. It was noted that noise resulting in oversensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.